Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced a meal immediately before eating while glucose was 93 mg/dl and trending downward, after which the user experienced hypoglycemia with a reported nadir of 43 mg/dl; the user self-treated with a cookie and a glucose tablet, and glucose subsequently trended upward. Symptoms included hypoglycemia without loss of consciousness or need for medical intervention. Outcomes included temporary impact with glucose outside the target range for approximately 30¿45 minutes, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included user troubleshooting and education regarding timing of meal announcements relative to glucose trend and ensuring a safe and steady glucose before announcing. Investigation of this case revealed use-related factors related to announcing a meal during a downward glucose trend, with no device alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and user-related factors cannot be ruled out.